Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that an x-ray showed the malposition of the patient's lead. The cause was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that the patient was experiencing worsening baseline symptoms (urinary incontinence and urinary frequency). The lead was determined to not be providing effective therapy due to its location and the physician chose to replace it. The lead replacement surgery took place on (B)(6) 2024 and there were no post-op complications to report and the patient returned to routine interstim therapy with their physician. The issues have been resolved.

Manufacturer narrative:
B3: event date is approximate. Continuation of d10: product ID 3889-28, lot# va1s4rx , implanted: (B)(6) 2018, explanted: (B)(6) 2024, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 11-jun-2022, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.